Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 218 mg/dl. The customer stated that after replacing the battery to resolve a low battery alert, he noted that the insulin pump only displayed the versions and the time and day. He stated that the time was advancing, so the display was not frozen. He reported that the esc and act buttons were not responding. No significant events leading to the keypad issues were observed. He noted that the buttons were not all responding but they would work intermittently. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No low battery alarm or dark circle on the display was noted. The insulin pump had normal operating currents and the keypad functioned properly. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.